Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 505 mg/dl and 511 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal and insulin pump was not working. Customer stated that the also got motor error and no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.